Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea ( cramping )"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine, hydrochlorothiazide, metoprolol, multivitamins, potassium, simvastatin, ubidecarenone (coq10) and zolpidem. In (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), headache ("headaches"), anxiety ("anxiety"), migraine ("migraines"), hypertension ("blood or heart condition type : high blood pressure") and allergy to metals ("nickel allergy") with urticaria and rash erythematous. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced allergy to plants ("allergic reaction to plants"), food allergy ("allergic reaction to foods"), blood cholesterol increased ("high cholesterol"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), insomnia ("insomnia"), tremor ("constant body shakes"), abdominal distension ("severe stomach bloat"), arthralgia ("joint pain"), chest pain ("chest pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy, dnc (dilation and curettage)) and surgery (hysteroscopy, dnc (dilation and curettage)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, depression, anxiety, allergy to plants, food allergy, migraine, hypertension, blood cholesterol increased, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, insomnia, tremor, abdominal distension, chest pain and pain in extremity outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the headache and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, allergy to plants, anxiety, arthralgia, blood cholesterol increased, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hypertension, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device bilaterally with 3 coils shown on the right side, 4 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion on (B)(6) 2010 patient undergone for CT/cta chest and impressions are sinus rhythm with occasional premature atrial contractions, otherwise unremarkable. No symptoms were reported. 1. No evidence of acute pulmonary embolism. 2. Postoperative fibrotic changes involving the right breast implant as described 3 .mild over aeration. Exam: chest-ap/pa and lateral. Impression: right upper lobe opacity worrisome for pneumonia. (B)(6)2010. Exam: chest-ap/pa and lateral. Findings: heart size is within normal limits. Pulmonary vasculature is normal. Wedge-shaped ground-glass density along the anterior right upper lobe is noted. Remainder lungs are clear. There is no pleural disease. (B)(6)2012. Examination: pa and lateral chest radiographs impression: no acute cardiopulmonary abnormality (B)(6)2014. Radiology report: mam bilateral screening w/cad bilateral digital screening mammogram 3d/2d with cad: (B)(6)2014. Findings: bilateral breast implants are intact. No significant masses, calcifications, or other findings are seen in either breast. Impression: bi-rad 1 negative. There is no mammographic evidence of malignancy. A 1 year screening mammogram is recommended. The patient has been or will be contacted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, chest pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea ( cramping )"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine, hydrochlorothiazide, metoprolol, multivitamins, potassium, simvastatin, ubidecarenone (coq10) and zolpidem. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depression"), headache ("headaches"), anxiety ("anxiety"), migraine ("migraines"), hypertension ("blood or heart condition type : high blood pressure") and allergy to metals ("nickel allergy") with urticaria and rash pruritic. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). On an unknown date, the patient experienced allergy to plants ("allergic reaction to plants"), food allergy ("allergic reaction to foods"), blood cholesterol increased ("high cholesterol"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia"), fatigue ("fatigue,"), insomnia ("insomnia"), tremor ("constant body shakes"), abdominal distension ("severe stomach bloat"), arthralgia ("joint pain"), chest pain ("chest pain") and pain in extremity ("leg pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysteroscopy, dnc (dilation and curettage)) and surgery (hysteroscopy, dnc (dilation and curettage)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, anxiety, allergy to plants, food allergy, migraine, hypertension, blood cholesterol increased, tooth disorder, allergy to metals, dyspareunia, fatigue, weight increased, insomnia, tremor, abdominal distension, chest pain and pain in extremity outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the headache and arthralgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, allergy to plants, anxiety, arthralgia, blood cholesterol increased, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hypertension, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, tooth disorder, tremor, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure device bilaterally with 3 coils shown on the right side, 4 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion on (B)(6) 2010 patient undergone for CT/cta chest and impressions are sinus rhythm with occasional premature atrial contractions, otherwise unremarkable. No symptoms were reported. 1. No evidence of acute pulmonary embolism. 2. Postoperative fibrotic changes involving the right breast implant as described 3 .mild over aeration. Exam: chest-ap/pa and lateral. Impression: right upper lobe opacity worrisome for pneumonia. (B)(6) 2010. Exam: chest-ap/pa and lateral. Findings: heart size is within normal limits. Pulmonary vasculature is normal. Wedge-shaped ground-glass density along the anterior right upper lobe is noted. Remainder lungs are clear. There is no pleural disease. (B)(6) 2012. Examination: pa and lateral chest radiographs. Impression: no acute cardiopulmonary abnormality. (B)(6) 2014. Radiology report: mam bilateral screening w/cad. Bilateral digital screening mammogram 3d/2d with cad: (B)(6) 2014. Findings: bilateral breast implants are intact. No significant masses, calcifications, or other findings are seen in either breast. Impression: bi-rad 1 negative. There is no mammographic evidence of malignancy. A 1 year screening mammogram is recommended. The patient has been or will be contacted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, chest pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, aka added, lot number provided, events added - allergy to plants, food allergy, migraine, hypertension, blood cholesterol increased, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight gain, insomnia, tremor, abdominal distension, arthralgia, chest pain, leg pain. Previous event hypersensitivity updated to allergy to metals, genital haemorrhage updated to vaginal haemorrhage and menorrhagia. Events onset date and outcome updated, severity updated, concomitant drug added, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), vaginal haemorrhage ('abnormal bleeding (vaginal), progressively got worse') and menorrhagia ('menorrhagia, progressively got worse') in a 36-year-old female patient who had essure (batch no. 627751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity (she always had reactions to different types of jewellery) in 1985. Concurrent conditions included hyperlipidemia (3 years) and menometrorrhagia. Concomitant products included duloxetine, hydrochlorothiazide, medroxyprogesterone acetate (depo provera), metoprolol, multivitamins, potassium, simvastatin, ubidecarenone (coq10) and zolpidem. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), headache ("headaches"), anxiety ("psychological or psychiatric problems condition: anxiety") and migraine ("migraines"). On (B)(6) 2009, the patient experienced arthralgia ("joint pain"), chest pain ("chest pain") and pain in extremity ("leg pain"). In (B)(6) 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced allergy to plants ("allergic reaction to plants"), food allergy ("allergic reaction to foods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), insomnia ("insomnia"), tremor ("constant body shakes") and abdominal distension ("severe stomach bloat"). In 2009, the patient experienced allergy to metals ("nickel allergy") with urticaria and rash erythematous. In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced hypertension ("blood or heart condition type : high blood pressure") and was found to have blood cholesterol increased ("high cholesterol"). In (B)(6) 2016, the patient experienced teeth brittle ("chipped teeth"). On an unknown date, the patient experienced skin disorder ("skin issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysteroscopy, d&c (dilation and curettage), hysteroscopy, dnc (dilation and curettage) and robotic-assisted total laparoscopic hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, headache, anxiety, allergy to plants, food allergy, migraine, hypertension, blood cholesterol increased, teeth brittle, allergy to metals, dyspareunia, fatigue, weight increased, insomnia, tremor, abdominal distension, chest pain and pain in extremity outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved, the arthralgia outcome was unknown and the skin disorder was resolving. The reporter considered abdominal distension, allergy to metals, allergy to plants, anxiety, arthralgia, blood cholesterol increased, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, food allergy, headache, hypertension, insomnia, menorrhagia, migraine, pain in extremity, pelvic pain, skin disorder, teeth brittle, tremor, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: essure device bilaterally with 3 coils shown on the right side, 4 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Chest x-ray - on (B)(6) 2010: right upper lobe opacity worrisome for pneumonia.. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, chest pain". Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet received. Event dental problem was updated to chipped teeth; skin issues was added. Reporter, demographic and medical history were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), headache ("headaches"), anxiety ("anxiety") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, depression, headache, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, headache, hypersensitivity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.